Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular undersensing leading to errant pacing. Small r waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.